Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and the mesh was implanted. It was reported that by another 6 weeks follow up, the patient could feel that the mesh arms were present on the sides of the vagina. The left side of the mesh arm was sharp with sharp plastic thread poking through. The immense pain in the mons pubis and labia majora is extreme. It was reported that it feels like a raw burn and it hurts for even the patient¿s clothes to touch. It was reported that the surgeon said she would refer the patient to (a doctor) for full mesh removal. Finally on (B)(6) 2018, the patient had full mesh explant with several repairs from the mesh during a lengthy surgery at the hospital. It was also confirmed that the right-side mesh arm was infected. It was reported that the extreme pain in the labia majora continues and it still hurts to have even the underwear touch. It was also reported that everything hurts, and the pain has a huge effect on the patient¿s entire life, family, work, and mental health. It was also reported that the device has ruined the patient¿s life.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent. Events associated with patient's first event submitted via mw# 2210968-2022-02367. Events associated with patient's second event submitted via mw# 2210968-2018-73231.